Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a shock on the side of where their cardiac resynchronization therapy defibrillator (crt-d) was implanted while using a leaf blower. The patient was seen in clinic and an interrogation revealed suspected inappropriate shock due to right ventricular (rv) lead oversensing and double counting. It was noted there was t-wave oversensing (twos) and the programmed sensitivity was adjusted. The rv lead remains in use. No further patient complications have been reported as a result of this event.